Manufacturer narrative:
Retain testing, batch record review, complaint review by lot, and donor history were completed as requested. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. Product and/or sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reports 0.8% surgiscreen lot vss137 exp 12/3/19 cell 3 failed to react with a patient sample known to contain anti big k. This patient sample also tested false negative with vss131 on both visions at this site during validation testing. (B)(4) - vision 50002936 with lot vss131- emdr #: (B)(4), (B)(4) - vision 50002937 with lot vss131- emdr #: (B)(4). Duplicate testing of this sample with vss137 on their other vision #50002937 was not performed. The same patient sample had been previously tested on their echo analyzer and it was able to identify the anti-kell. Relevant information: issue started on: (B)(6) 2019. Microtubes/wells or cell (donor #) affected: cell 3, donor# (B)(6). Reaction grade obtained: neg. Customer was expecting: positive. Test repeated: no. .sample ID: (B)(6). Number of samples affected? One. Was qc affected? No. Product details: card/cassette type: igg card lot 013019001-14 exp 11/26/19 , qc data: qc passed with immucor samples. Patient clinical history: no patient history known. Product handling protocol: as pe IFU. Cassette/gel card storage temperature range: cassette/gel card orientation: acceptable. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Opened vs unopened? Opened. Other relevant information: none. Actions already performed by contact: none. Troubleshooting steps performed by tsc: antigen typing requested, customer did so and reported she obtained a 1+ reaction using immucor monoclonal anti -kell antisera. Lot# not provided. Tsc discussed the limitations of procedure section of the surgiscreen reagent which states: "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Customer was satisfied with the information and stated she will discuss this with the supervior.